Event description:
4/6/98: had bardport implanted, for chemotherapy, taxol & cisplastin. Fluoroscopy performed 5/26/98 to evaluate infuse-a-port for potency. Tip of catheter overlies the clavicle. Fluoroscopy of the heart demonstrates a linear foreign body overlying the expected location of the right ventricle. Was successfully removed via rt femoral vein approach after multiple attempts.